Manufacturer narrative:
Device expiration date: n/a. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: customer returned photos of a bd safe clip with the shelf carton from lot # 5208371. Customer states that it stopped cutting the needles. The photos were examined and no physical defects were observed on the safe clip. It is difficult to determine if the safe clip is able to cut the needle solely from photos. According with the DHR review information, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the safe clip is able to cut the needle solely from the photos. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that failure to clip occurred during use with a needle clipping device safe clip. The following information was provided by the initial reporter, ¿the patient's family, reports that since 04 / dec / 2019, the short needles were falling failures, there was to make various attempts to cut the needles. As of 10/12/2019, it stopped, even if multiple attempts are made."